Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified a cracked opening, crease fold, wear abrasion, and delamination. A leak test and microscopic analysis were performed and identified delamination of the diaphragm valve, and a cracked opening on the diaphragm valve. Based on the device analysis the final assessment was delamination of the diaphragm valve assessed as adhesive failure, and a cracked opening on diaphragm valve due to a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.